Event description:
It was reported that the customer was experiencing issues with the basal rates causing low blood glucose levels. The customer's blood glucose was 37 mg/dl. The customer also mentioned having issues with the carelink software. The customer declined troubleshooting for the low blood glucose levels. The customer treated himself with orange juice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.